Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a surgery the motor drive unit was not working, it would not be recognized. The procedure was successfully completed without delay using a back-up device. No patient injury or complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed and the mdu failed intermittently with a hand piece sensor fault. Cause of fault is a defective hall board. The complaint investigation has concluded that the cause of the hand piece sensor fault is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.